Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision. Additional information received from the field representative indicating that the patient had manipulated the skin over the pocket causing excoriation and then infection. There were no additional adverse effects reported. The product was explanted.